Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip original as a denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1976, the pt used super poligrip original at unk dosing. At an unk time after starting super poligrip original, the pt experienced neuropathy, zinc toxicity, and nerve damage. This case was assessed as medically serious by gsk. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive neurological damage resulting in neuropathy and severe tingling, numbness and pain in her hands, legs and feet, balance problems, dizziness and a metallic taste in her mouth." The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future."